Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 120-130mg/dl fasting. Verified test strips expire 07/13/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 77mg/dl and 76mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern: hi. Adverse event not reported.